Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided section. UDI not provided. Re-processing information not provided. Date received by MFR: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was post hysterectomy pelvic relaxation and vaginal eversion. The procedure performed was an enterocele repair as separate (posterior mesh), anterior and posterior colporrhaphy using gynemesh, perineorrhaphy with partial lavatory ani plication, enterocele repair and anterior and posterior colporrhaphy extensive because of severe post hysterectomy pelvic prolapse (two hours of dissection), and cystoscopy. The patient returned for an office visit on (B)(6) 2006 and noted was full-thickness rectal prolapse. The patient underwent an additional procedure on (B)(6) 2006. The preoperative and postoperative diagnosis was full-thickness rectal prolapse. The procedure performed was a delorme rectal prolapse repair. The patient returned on (B)(6) 2006 and a clinic progress note stated fecal incontinence, status post delorme procedure. The patient returned on (B)(6) 2006 and a clinic progress note stated diarrhea, improved with lomotil, rectal prolapse treated with delorme procedure, and patient's symptoms had improved. The patient returned on (B)(6) 2006 and a clinic progress note stated dyspareunia and small vaginal mesh exposure. The patient returned on (B)(6) 2011 for a gyn visit for a consult for vaginal bleeding, incontinence, and pelvic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.